Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. Root cause could not be determined. All information reasonably known as of 07-nov-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported during a morning cxr [chest x-ray] the "patient had a discontinuity in their njt [nasojejunal tube]. Consulted surgery, radiology, gi [gastroenterologists]. Ultimately decided to try to retrieve via endoscopy. Gi at bedside, removed tube and the whole tube was able to be removed without needing to scope. There was a rupture noted in the tube. While handling the tube, it broke at the rupture site...night nurse noted a small amount of resistance, but it did not appear to be clogged. Flushed tube slowly with warm water and tube then flushed with no resistance." There was no reported injury.

Manufacturer narrative:
The subject sample provided was evaluated confirming at the 12cm marked location, the tubing appeared to have expanded to form a balloon shape which burst in multiple direction causing a separation of the tube into two pieces. The tube was flushing in the same manner which was performed on the distal end of tube, and some brownish substances were flushed out of the tube after a couple attempts. There was a split/tear identified approximately at the 12cm marking. The complaint was confirmed for clogging and tube breaks. The root cause of the reported issue seems to be a user related problem since as per the instructions for use (IFU), vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. Root cause could not be determined. All information reasonably known as of 12-feb-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: a2, a3, a4a, b5, d1, d2a, d4 and g4. The actual complaint product was returned for evaluation. All information reasonably known as of 31-dec-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received 03-nov-2025. The tube was placed on (B)(6) 2055 and then removed 4-days later (B)(6) 2025. The patient was receiving daily x-rays because they were intubated to check endotracheal tube (ett) placement. The discontinuity was not visible on the previous day¿s x-ray. Given size of patient, medications most likely were in a 3ml syringe. Syringes used to flush the nasojejunal (nj) tube would have been either a 5ml or 10 ml syringe. The nj tube was placed in imaging by a physician. There was no patient injury. Initially there was concern that there may have been a bowel perforation, however it was determined that output was not feeds, but was a chylorax. The patient is currently still in the cardiovascular intensive care unit of a hospital (cvicu), status is unrelated to the incident.